Manufacturer narrative:
The download data from the returned device found that an 0x3d alarm had been generated by the pod, indicating that the step sensor was asserted before the wire was driven. Initial attempts to download the data were unsuccessful as all three battery voltages were measured to be lower than expected. The pod was connected to a power supply and the pod data was successfully downloaded. Corrosion was observed on pcb assembly, mechanism rails, and reservoir cap. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir. The leak in the reservoir sub-assembly resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion observed inside the device and the 0x3d alarm.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl. The patient experienced a hazard alarm while wearing the pod longer than 48 hours. No treatment was provided.